Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 06/18/2024.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown. The device has been explanted and replaced.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade unknown. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture, breast was received on may 27, 2024, with lot number 1770012. Based on the device analysis grid, the assessments of the complaint are: capsular contracture-breast: unable to observe, since it is not related to the device. As per the investigation procedure: (creases and wear abrasion) was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.